Event description:
Transducer fault not on patient. Alarmed with transducer fault per biomed report to carefusion technical support.

Manufacturer narrative:
The foreign distributor evaluated the device and determined the issue was caused by a malfunctioning transducer. The foreign distributor installed a replacement main pcb to repair the device and return it back into service. Carefusion will issue a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty component for evaluation. As of may 4, 2015 the alleged faulty component has not been received. Should the alleged faulty component be received and evaluated, a follow-up medwatch report will be submitted.